Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed some affected channels. The performance of the device is still acceptable according to the patient. No accident or trauma has been reported.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition a external mechanical influence might have leading to a weakening of fixation of the active electrode which led to device mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
In situ testing showed some affected channels. No accident or trauma has been reported. The patient has been re-implanted on (B)(6) 2017.